Event description:
A customer contacted beckman coulter inc. (Bci) regarding a troponin (accutni) result generated by the unicel dxc 600i synchron access clinical system for one patient that was questioned by the physician. Repeat analysis resulted in the normal reference range. The erroneous result was reported outside of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample was serum that was centrifuged for 10 minutes for 3000 rpm. Sample was turbid and was aspirated from the primary collection tube for analysis. Qc is performed twice daily and was within the customer's established ranges. A system check performed on (B)(4) 2010 met specifications. Although sample quality was questioned, no clear root cause could be determined for this event.